Manufacturer narrative:
(B)(4). Approximate age of device - 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad system was producing pump stoppages and low flow alarms. No clinical symptoms were reported. Technical services reviewed submitted log files and observed pump stoppages on (B)(6) 2017. There appears to have been pump stoppages events each lasting < 10 seconds. These events occurred while connected to power module and power appears to be related to short-to-shield event. The patient was lying in bed during these events and they were not doing any specific tasks during these events. Additional information received on 22nov2017, technical services reviewed submitted x-rays images does not appear to show any specific areas that may have compromised. On (B)(6) 2017, the patient was stable on an ungrounded cable. At this time, no plans for a driveline evaluation/replacement or pump exchange. Reportedly, the low flow resolved. No additional information provided.